Event description:
Reporter indicated a vns dell x5 serial cable had a "crack", but was still working. The serial cable was returned for analysis on (B)(4) 2013. A visual analysis of the cable was able to verify that the hood was damaged. Because the hood was damaged, the connector in the hood assembly was loose and difficult to fully insert into the handheld. No further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.